Event description:
There was an allegation of a discrepant hbv result with the cobas® mpx assay for one donor patient sample tested on a cobas 6800 analyzer. On (B)(6) 2025, the sample was tested on the hbv quantitative test, and the result was target not detected. On (B)(6) 2025, the initial result on the mpx assay was reactive for the hbv target. On (B)(6) 2025, the same tube was repeated, and the result was non-reactive. Recent serology tests (B)(6) 2025) show hbs antibody: reactive and hbsag: non-reactive.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The analysis of the provided data did not identify any hardware issues with the cobas® 6800 system or any product-related issues with the cobas® mpx assay (lot m02951) used during the testing that produced the questioned result. The data for the samples were reviewed, and the pcr raw data showed no evidence of an incorrect hbv result in the corresponding detection channel. The discrepant results could potentially be attributed to a very low viral load, near or below the assay's limit of detection (lod). The investigation did not identify a product problem.